Event description:
Additional information received reported that the patient received assistance from their doctor on (B)(6) 2012 and from a medtronic representative on (B)(6) 2012, and their concerns were resolved. No further information was provided.

Event description:
It was reported that there was a loss of therapeutic effect. It was noted that the symptoms were "pieces of stool came out." After the implant procedure, the patient reportedly was "very pleased - no problems." Six days after implant procedure, the patient experienced "marbles escaping" which continued for several days. It was stated that stimulation was intermittent when the patient switched to program 3 at 2 volts. The patient reportedly had a prolapsed bladder in (B)(6) 2012 where the doctor "put in a sling to hold it up," but began having "other problems" with bladder in october 2012. The patient reportedly had prolapsed bladder. It was noted there were no falls or changes. Additional information as requested and if received, a supplemental report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va012r8, implanted: (B)(6) 2012. Product type: lead: product ID 3889-28, lot# va012r8, implanted: (B)(6) 2012. Product type: lead. (B)(4).